Manufacturer narrative:
(B)(4). Batch # m90h99. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what it is meant by the device malfunctioned. Were there any feeding issues experienced with the device? Were there firing issues experienced with the device? Was device ever fired where clips were deployed or did clips fall from jaws after loading clips? Which attempted firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was clip fired over another clip or hard structure? Were there unformed or malformed clips? Did any bleeding occur? Did issue result in change of procedure or alteration in post-op patient care? The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device malfunctioned. No additional information will be available. Procedure was completed with another device of the same product code. No patient consequences were reported.